Manufacturer narrative:
Concomitant medical products: 2260-0500; (2) 10 ml bd syringes; non-bd ext set, therapy date unk. The customer¿s report of an unknown tubing issue was confirmed. Visual inspection of the set showed the outlet spigot of the filter was broken off and remained inside the tubing, with indications of stress at the breakage point. There were no other damages or anomalies observed on the remainder of the set or the mating samples received. The root cause of the breakage was not identified.

Event description:
The customer sent an IV set as an unexpected return. Blood was noted in the tubing however there was no information regarding any failure of the set. Investigation of the sample later showed breakage of the set at the filter.